Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a review of the device history record. Device history lot a review of the receiving inspection (ri) for t-handle inserter was conducted identifying that the lot number e16di0174 was released in a single batch. Batch1: lot qty of (B)(4) units were released on september 8, 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the receiving inspection (ri) for t-handle inserter was conducted identifying that the lot number e16di0106 was released in 2 batches. Batch1: lot qty of (B)(4) units were released on june 21, 2016 with no discrepancies. Batch 2: lot qty of (B)(4) units were released on june 21, 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Investigation summary background: the 30mm inner shaft was inserted into the 30mm inserter and was used without any issues. After the case had finished I tried to remove the inner shaft with no success. I then took the instrument up to cssd and tried with lubricant and tools to remove it again with no success. This complaint involves two (2) devices. Investigation flow: device interaction/functional. Visual inspection: the t-handle inserter (p/n: pet30101, lot #: e16di0174) was returned and received at us cq. Upon visual inspection, it was observed that the pet30101 a plif t-handle inserter (lot #: e16di0174) was received assemble with pet30101 b plif inserter pin (lot # e16di0106). The differences in the lot numbers between the components indicates the customer had disassembled the devices and mixed up the components when reassembling them. The internal threads of the pet30101 a plif t-handle inserter component were observed to be stripped and the etch on the device started to fade. The distal threads of the inserter end cap component were observed to be broken. There were scratches on both the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: the functional test was performed on the returned devices. The inserter pin component was able to disassemble from the device but failed to re-assemble as the proximal threads of the received inserter pin and internal threads of the inserter handle were damaged. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the threads on the inserter end cap was measured to be within the specification. The devices received were stripped and broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the t-handle inserter (p/n: pet30101, lot #: e16di0174). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. The differences in the lot numbers between the components indicates the customer had disassembled the devices and mixed up the components when reassembling them. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history record (DHR) could not be performed as no manufacturing records could be found for this part # pet30101 / lot # e16di0174 combination. If further information becomes available, this DHR can be revisited. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the 30mm inner shaft was inserted into the 30mm inserter and was used without any issues. After the case had finished the inner shaft could not be removed. Lubricant and tools were used to try and remove it but no with success. This report is for one t-handle inserter. This is report 1 of 2 for (B)(4).